Event description:
A patient reported experiencing inaccurate erratic results with a meter. The patient's blood glucose results were 145 mg/dl, 185 mg/dl. Tests were done within 10 minutes with a difference of 21%. Patient did not experience any adverse events. No further information has been reported. Note: in the potential medical tab it was documented that, "tested with control solution 121 (105-142)", "opened new control solution - same lot number result 127 (105 - 142)", and "tested bg again - results 101, 99 mg/dl." The results 101mg/dl, 99mg/dl = 2 mg/dl, which is within the 20% of spec's.